Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old female was to be implanted with an impella rp due to a pulmonary embolism. The physician had delivery issues. The wire was placed without difficulty, but despite multiple attempts, they were unable to advance the impella rp into the pulmonary artery. Physician also tried 0.25 platinum plus wire without success. Other doctors attempted the implant without success. The impella implant was aborted.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop investigation. Based on the clinical information provided, the root cause of the delivery issue was most likely due to patient condition as the case was aborted; patient had very dilated rv and is only 160cm.